Manufacturer narrative:
The recipient was reportedly prescribed intravenous vancomycin and ceftriaxone 2g for three days. The recipient was switched to intravenous ceftriaxone, 2g a day for fourteen days postoperatively. The recipient's device was explanted. The recipient's medical issue has resolved.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced an infection. The recipient was prescribed IV antibiotics for four days, however, the treatment was not successful. The recipient's magnet was dislodged. The recipient's device will be explanted.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. A CAPA was implemented. This is the final report.